Event description:
The jetstream g3 was used off label in the common iliac artery. Upon the third pass in blades up mode, the patient experienced back pain. The device was removed immediately and an angiogram was performed. The angiogram revealed an iliac perforation. Dr (B)(6) treated it with a balloon and placed three stents to seal the perforation. The patient stabilized and was released the following day.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation. Perforation is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. It is important to note the catheter was used in the common iliac artery which is not an approved vasculature per the IFU.